Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, he has two pts who iols have developed small brown spots inside the lens material. In one case, the spots have damaged the pt's vision. In the other case, the pt does not notice the spots. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information was requested. (B)(4).